Manufacturer narrative:
No belt clip received with pump. The pump was received with partially broken off belt clip rail, cracked reservoir tube lip and minor scratches on lcd window. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked select button on keypad overlay, partially broken off belt clip rail and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the broken clip reservoir housing had user tracks scratched screen. The product was returned for analysis.